Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: (B)(4).

Event description:
It was reported that, on the literature review "radiographic and clinical analysis of a porous-coated metaphyseal cone for revision total knee arthroplasty", one (1) patient had radiographic evidence of failed tibial cone osseointegration with tibial implant loosening after having a tka index revision surgery performed using legion metaphyseal cone system. This patient was prescribed for a re-revision surgery, however, has declined. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient had radiographic evidence of failed tibial cone osseointegration with tibial implant loosening after having a total knee arthroplasty index revision surgery. Although this patient was prescribed a re-revision surgery, the article revealed the patient had declined the revision. The outcome of the patient is unknown. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. It was communicated that no further information is available. Without patient specific clinical documentation, no clinical factors could be definitively concluded to have contributed to the reported events. The patient impact beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include bone degeneration lack of ingrowth and/or osteolysis. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.